Event description:
It was reported that deployment of the prostar xl sutures were attempted in the common femoral artery using a preclose technique before a transcatheter aortic valve implantation (tavi) procedure using an 8f sheath. Reportedly, after placing the device without complication, the needles were pulled back into the barrel. The sutures were then removed from device and appeared to be attached. When the sutures were grabbed during device removal, one pulled completely out of the anatomy and appeared to have broken off at the barrel level. Another prostar xl was deployed without complication. The remaining white suture and the sutures from the second device were used to achieve hemostasis after the tavi procedure. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the suture pulling out of the artery could not be confirmed as the green suture was not returned and the needle slots and suture ports were found normal. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.